Manufacturer narrative:
The device was returned to zoll medical corporation and passed a complete inspection successfully . No clinical data was received as part of this investigation to evaluate the shock advised decision. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.